Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a stator not on error message. This error message will likely cause the system to shut down un-commanded. There is no report of injury associates with this event.